Event description:
Related manufacturing reference number: 2017865-2022-48317. Related manufacturing reference number: 2017865-2022-48318. New information received indicates there was also loss of left ventricular capture. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of right ventricular capture. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.